Manufacturer narrative:
The patient samples were requested for investigation, but were unable to be returned. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received discrepant troponin t hs stat assay results for five patient samples. The differences were observed between the 9 and 18 minute methods. The analyzer information (model and serial number) was requested but not provided. Sample number 1: the result for the 18-minute method was 40. The result for the 9-minute method was 28. Sample number 2: the result for the 18-minute method was 28. The result for the 9-minute method was 19. Sample number 3: the result for the 18-minute method was 31. The result for the 9-minute method was 19. Sample number 4: the result for the 18-minute method was 49. The result for the 9-minute method was 37. Sample number 5: the result for the 18-minute method was 4. The result for the 9-minute method was 8. The units of measure were requested but not provided. No questionable results were reported outside of the laboratory.